Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue and observed that the device had an excessive amount of on time accumulated (7.55 hours). During testing, the device did turn on and was able to deliver defibrillation energy.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench). All three icons showing is an indication that the device may not have sufficient power to deliver effective defibrillation to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.